Event description:
It was reported that a patient presented with high defibrillation impedance notes on the patient's right ventricular lead. The lead will continue to be monitored as it was suspected to be due to tissue growth or lead calcification. No adverse patient consequences were reported